Event description:
A customer reported a complaint of imprecise sequential readings on their precision xtra glucose meter. The customer obtained readings of 1.1 mmol/l and 7.8 mmol/l within a ten minute timeframe. All readings were taken from the finger. When plotted on a parkes error grid the results fall in the "c" zone, which shows the difference to be clinically significant. There was no report of death, serious injury or mistreatment.

Manufacturer narrative:
The complaint was not confirmed and no new issues were observed. All results were within range specifications, the standard deviation was within specification and no errors were observed during control solution testing.